Event description:
During an off-pump bypass procedure, the padding on the stablizer blade detached and fell inside the patient. The surgeon performing the case was able to retrieve the padding without any further complications to the patient.